Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 461 mg/dl at the time of incident. The customer also reported other blood glucose values such as 300 mg/dl, 200 mg/dl, 386 mg/dl. The customer was reported that the insulin pump had insulin flow blocked alarm in past. The customer was assisted with troubleshooting resolved by complete set change. The insulin pump will not be returned for analysis.